Event description:
Pt's mother called regarding burst balloon on tube, requesting replacement. Pt's mother has been using tubes for several years so rptr was not believe this is misuse by consumer. This is 4th balloon on this pt to have burst. MFR has been notified previously. (*)